Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under p060027. Analysis is pending.

Event description:
During the routine follow-up of the device involved in this report, the physician reported that he observed the programming of the device was different from the programming at previous follow-up.